Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported by an attorney that the patient underwent gynecological procedure on (B)(6) 2010 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a surgical procedure on (B)(6) 2010, and prolift +m was implanted concurrently with sacrospinous suspension of the vaginal vault. No additional information was provided. It was also reported that following insertion the patient experienced pain at vaginal cuff,s tress urinary incontinence and vaginal scarring.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced urinary/bowel problems and dyspareunia due to repair of rectocele prolapse. No additional information was provided. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.